Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms which triggered a lead safety switch (lss). Additionally, after the lss there were observations of myopotential noise. Technical services recommended to have the patient evaluated and to troubleshoot for potential lead fracture. At this time, the lead remains in service. No adverse patient effects were reported.